Event description:
A physician reported a pt who developed a post-op intraocular pressure spike of 59 mmhg associated with the use of healon 5 ophthalmic solution after eye surgery. The pt was asymptomatic. The iop was relieved by pressing on the paracentesis tract on three occasions to let the healon 5 out, then continued to manage the pt with cosopt. The pt's intraocular pressure ranged in the 40's for about one week. One week later, the intraocular pressure was 39 and viscoelastic still visible upon use of the slit lamp. No lasting damage was reported by the physician. The following month, the physician reported the pt's post op pressure spiked presumed to retained healon 5 in the anterior chamber, viscoelastic clearly visible in ac at slit lamp examination (sle) during the entire post op period. The pt had cataract removal with lens implant surgery on the day before the event. First day post op the pt reported vomiting and pain the night before. The pt's iop was 58 and following a paracentesis the iop dropped to 22 and treatment medication of cosopt was started. On the pt's second day post op the pt experienced nausea with iop of 40 and viscoelastic in the ac. A repeat paracentesis was done with the iop decreasing and treatment medications of ciloxan and econopred plus were added. On the third post op day, the pt was asymptomatic but a repeat paracentesis again decreased the iop. Then three days later the physician reported the visual acuity still finger count vision with age related macular degeneration. Two days after this, no viscoelastic was reported in the ac and another paracentesis was done. Xalatan was added at this time. Later the same day pt reported increased pain with an iop of 38 and pilopopine was added. The iop continued to decrease. Two weeks later, the iop was 10 and va=cf 6 ft with mild persistent corneal edema, 1 + cell and flare and the econopred was tapered. The physician reported it was unknown if there was any lasting damage. No further info was provided.